Event description:
It was reported that the balloon ruptured. The balloon was placed in a channel created under the fracture of the patients tibula plateau. Using the scoop cannula, the balloon did not inflate in thesuperior direction. It did however inflate back onto itself. The surgeon achieved no fracture reduction. Calcium phosphate was infected to fill the small cavity mostly created by the drill. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(4): device is returned but evaluation is in progress.

Manufacturer narrative:
Product analysis: complaint return ibt partially inflated as received. Apparent blockage in the cannula rendered the instrument unable to be inflated or deflated, preventing further functional evaluation of the balloon. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.